Manufacturer narrative:
Please find following device evaluation summary not previously available when MDR was originally filed. Note: standard disclaimer on file. On 1/20/97, a ventilator was sent to center for servicing. It was stated that the alarm systems were not functioning properly. The device was then thoroughly evaluated. Investigation revealed a short in the power switch assembly. Which caused the device failure. The device is currently awaiting repair.

Event description:
The customer reported that the ventilator failed to alarm. It was not being used by a pt.